Event description:
It was reported that the device was at elective replacement indicator and had premature battery depletion. The patient reported being rushed to the hospital from the doctor's office and noted that this was a very traumatic experience and it made the patient a "nervous wreck" the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.